Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was no longer able to hear with his device in (B)(6), 2011. The audio processor was functional. The vibrant soundbridge had been implanted by transmeatal surgical approach. After the pt reported no longer hearing, his ear was checked, where the surgeon found the conductor link extruding into the external auditory ear canal. The surgeon scheduled a revision surgery. During the revision surgery, the surgeon noticed the extruded conductor link being cut. He did not know if it happened during the surgery, or if it was present before. The pt was re-implanted at the same surgery.